Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. It was confirmed that the pump was able to be charged with different charging supplies. Tandem technical support (cts) offered to send the customer a replacement usb cable and wall adapter; however, the customer declined. Additionally, it was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 100 units of cold insulin. There was no impact to the customer's blood glucose level. Recommendation was made by cts to fill the cartridge with 120 units of room temperature insulin. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.